Manufacturer narrative:
The pump has been returned to animas for evaluation. An evaluation shall be completed and a supplemental report will be filed. No conclusions can be made at this time.

Event description:
On (B)(6) 2017, the reporter contacted animas, alleging a casing/condition (moisture ingress) issue. This complaint is being reported because the reported issue was not resolved with troubleshooting. There was no indication that the product caused or contributed to an adverse event.

Manufacturer narrative:
Device evaluation: the device has been returned and evaluated by product analysis on 06/22/2017 with the following findings: during investigation, the battery compartment and battery cap were undamaged and were able to fit securely. No evidence of moisture was found in the battery canister or inside the pump. A leak test was performed and passed. The pump powered up and displayed the verify screen. The pump cover was removed to find no moisture corrosion to the printed circuit board.